Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the ins was removed on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the implantable neurostimulator (ins) had turned off 3 times in (B)(6) 2017 while on vacation and sleeping next to a clock radio. It was indicated the therapy had stopped, but was unsure if it was showing off on the patient programmer. The patient was also feeling electrical stimulation in the pocket at this time and it was noted that the patient had fallen over the summer (2017). Impedances were checked 6 times and one time on one bipolar pair, it showed 5 ohms. Troubleshooting could not be performed due to a lack of access to the product. The device had been explanted. It was reported the impedances with the new battery were fine. The surgeon had told the representative that if the patient had any more issues, he would explore further. Dates of the vacation in which the ins was shutting off was going to be obtained. No further complications were reported/anticipated.